Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, debris under window, missing end cap sticker, cracked end cap, and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they received a letter in the mail about a potential safety issue with the insulin pump, the loose drive support cap. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.